Event description:
The patient had a gallbladder scan on (B)(6) 2015 and noticed that the catheter was fractured at approximately l3. The patient had not experienced any withdrawal symptoms but it was noticed that when morphine was added to the pump, the patient did not seem to get any effect from it. A revision was planned to occur on (B)(6) 2015. On (B)(6) 2015, it was reported that surgery was performed. The 8596a spinal segment was used; the spinal segment was left. The daily dose was lowered and no bolus was performed with the new segment. The cause of the fracture was unknown. The patient was doing well and receiving effective therapy. The pump was used to deliver baclofen and morphine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).